Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. It was noted on previous follow-up on (B)(6) 2012 that this lead had high threshold measurements of 1 .6 v resulting in high outputs. The physician is unknown. The facility was at (B)(6) sweden. No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).